Manufacturer narrative:
(B)(4). Date sent: 11/7/2023. D4: batch # 155c38. B3: only event year known: 2023. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with no apparent damage and fully loaded with staples with a slight scratch noted on the edge of the right side, the swing tab was in the locked position. However, the reload swing tab was reset in order to fire the cartridge. The reload was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 155c38, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? : new cartridge was used immediately and no patient consequences, as reported by the staff. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? : no change in post operative care.

Event description:
It was reported that during a gastrectomy the reload didn't fire. The surgery was not delayed. The procedure was successfully completed. A new reload was used successfully and also spoke with the surgeon to understand the issue and discussed with him the correct way to use it.